Event description:
As reported to medtronic ers, when hospital staff attempted to charge the device, with hard paddles attached, the device indicated connect cable. Nursing staff were attempting to complete a device shift check. The device operator removed the paddles from the therapy connector, and reinstalled the paddle set. The device continued to indicate connect cable. The device was removed from service.

Manufacturer narrative:
Medtronic continues to ivestigate the reported event.